Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure via the intra-cervical access, the head of the tube was allegedly flat when the package was opened. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure. Prior to a port placement procedure via the intra-cervical access, the head of the tube was allegedly flat when the package was opened. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port MRI isp implantable port kit was returned for evaluation. Along with physical sample, two photos were provided for review. Visual and microscopic evaluations were performed on the returned device. One end of the catheter returned was noted to be deformed as it appeared to be peeled off from one edge. The portioned peeled off appeared to have adhesive residue throughout. The manufacturing site review states, visual inspection of the images showed a chrono flex catheter as the main component to be evaluated. A closer view showed deformation at the distant tip of the catheter, apparent adhesive residue was observed on the deformed catheter tip. No anomalies were noted in photo review. Therefore, the investigation is confirmed for the reported deformation issue. However, the investigation is inconclusive for the reported device damaged prior to use as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.